Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) assisted the customer to check the drawer, found that the damaged cubie had been removed and confirmed that there was no problem. Fse verified the functionality of the drawer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed storage space.the customer reported that issue occurred when dispensing medications to the patient.there were no adverse events or injuries reported based on this event.